Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that during ventilation when the patient was being assessed, the hospital staff noted a brownish red colored fluid in the ventilator water heater. It is unknown as to where or what became of the product. The customer's bio-medical engineer team was the last to evaluate the ventilator. This was considered by the hospital to be an error that reached the patient and required monitoring or intervention to confirm that it resulted in no harm to the patient. There was no patient harm. (B)(4).